Event description:
It was reported there was a loss of therapeutic effect, and the patient felt the stimulator moved. About two weeks ago the patient turned over in bed and felt the stimulator moved. The patient did not feel she was getting relief from the stimulator. About a week later the patient felt a sharp pain down her leg when she turned over in bed, and the stimulator moved. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).